Event description:
Medtronic received additional information which stated that the barrel and replica ends of the corresponding valve sizer were used. It was noted that the replica end of the sizer was used to select the size of the implanted valve. It was stated that it was not felt that the annulus was between two different valve sizes. It was mentioned that a body surface area (bsa) chart was used for valve sizing. It was indicated that pledgets were not used. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 21mm aortic bioprosthetic valve, the patients annulus was sized using the valve sizer and the sizer passed easily seating comfortably over the annulus. It was stated that sutures were passed through the 21mm aortic bioprosthetic valve but the valve size was bigger than the sizer and could not seat at the annulus.  It was reported that the valve was explanted and replaced with a 19mm valve of the same model. No additional adverse patient effects were reported.